Event description:
It was reported that the patient implanted with this pacemaker had a red call doctor icon on their communicator. The local distributor representative was contacted to help the patient. Technical services discussed that the red icon was most likely a red alert from the device, but no remote monitoring transmissions had been received since (B)(6) 2019. The distributor representative planned to have the patient perform troubleshooting for the communicator to see if the issue could be resolved by phone. Technical services discussed the patient may need an interrogation in the clinic with a programmer to verify device function. No adverse patient effects were reported. It was later reported that a new communicator was sent to the patient and normal transmissions with the device were observed. It was therefore determined that there was no issue with the implanted device, only with the old communicator. The device remains implanted and in service.

Manufacturer narrative:
Available evidence suggests this device remains implanted and in service. This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Available evidence suggests this device remains implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that the patient implanted with this pacemaker had a red call doctor icon on their communicator. The local distributor representative was contacted to help the patient. Technical services discussed that the red icon was most likely a red alert from the device, but no remote monitoring transmissions had been received since (B)(6) 2019. The distributor representative planned to have the patient perform troubleshooting for the communicator to see if the issue could be resolved by phone. Technical services discussed the patient may need an interrogation in the clinic with a programmer to verify device function. No adverse patient effects were reported.